Manufacturer narrative:
Evaluation summary: exact time in-vivo at the time of revision is unk. Neither x-rays nor op-notes were provided. As such, it is unk whether or not the surgical technique was followed appropriately. Based on the available information, an exact cause for the reported revision cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to loosening of the femoral component.